Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an ultrasound guided prostate biopsy through normal density tissue, the device surface was allegedly uneven and not smooth. It was further reported that there was allegedly an iron powder attached to the cut surface. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided prostate biopsy through normal density tissue, the device surface was allegedly uneven and not smooth. It was further reported that there was allegedly an iron powder attached to the cut surface. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument and bag with contaminants. Upon visual evaluation the device appeared to have residue throughout and the device was received with both slides in their initial positions. A metal like material was noted wrapped in the medical gauze and the distal end of the stylet was noted to be dull. Due to the condition of the sample, functional testing was not performed. Upon ftir results, examination of the wire surface showed the surface to be etched potentially from an electropolish procedure. Eds analysis shows the major peak of titanium (ti). Product documentation was reviewed and the manufacturing site was consulted and it is noted that titanium is not used during the manufacturing of maxcore disposable core biopsy instruments [the needle is composed of ss (stainless steel) 304. Therefore, the investigation is confirmed for the reported dull needle as the dullness was noted in the distal end of the stylet and the investigation is confirmed for the reported device contamination with chemical or other material as there was metal like material was noted wrapped in the medical gauze. A definitive root cause for the reported dull needle issue and device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2026), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.